Event description:
It was reported that the right atrial lead exhibited noise. The physician elected to reprogram the patients device. On (B)(6) 2014 the patient presented to the clinic feeling lightheaded. Atrial noise reversion episodes were noted. The device was again reprogrammed and the patient would be monitored.

Event description:
New information received noted that noise continued to be seen during a clinic visit. No intervention was reported and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.